Event description:
Device issue: balloon rupture. Time of device issue: during the procedure. Adverse event: none. It was reported that during a procedure of a mildly calcified vessel the fox sv balloon ruptured during inflation at 8 atmospheres (atm). All of the devices were removed from the anatomy w/o difficulty/issue. There was no reported pt effect. A different device was used in the procedure. No add'l info provided.

Manufacturer narrative:
(B)(4). The device was rec'd. Investigation is not yet complete.